Event description:
A manufacturer sales representative reported that during set-up for a demonstration at a user facility paint chips were missing from the device. There were no adverse consequences related to this event.